Event description:
It was reported that the device had missing pca door screw. There was no patient involvement.

Manufacturer narrative:
Correction: unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field, annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01. Annex c: c20. Annex d: d15. Investigation summary: missing screw from its door. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the screw for pca door. Failure investigation report attached to qn in sap.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had missing pca door - screw. There was no patient involvement.

Event description:
It was reported that the device had missing pca door - screw. There was no patient involvement.

Manufacturer narrative:
This semdr is automatically created upon completion of investigation. However, since there is no new information and it does not impact the already filed emdr & semdr. We need to cancel this auto created second semdr.